Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl, with moderate ketones. Cause was not known. Customer contacted healthcare provider who advised patient to drink fluids and checked in ever 2 hours. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.